Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, customer confirmed which part to replace. Vyaire advised that the whole blender will need t o be replaced to fix the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical problem with the vela ventilator in which o2 safety valve is leaking. Furthermore, there is no information regarding patient involvement associated with the reported event.